Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin¿ syringe w/ bd ultra-fine¿ needle the scale was misaligned. Foreign complaint: the following information was provided by the initial reporter, translated from (B)(6) to english: the scale was misaligned.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8029867. Customer states that the scale was misaligned. The returned syringe was examined and exhibited a cracked barrel between the 5-10 unit markings. A review of the device history record was completed for batch# 8029867. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification(B)(4) noted that did not pertain to the complaint. Visual inspection of the syringe found damage between the 4 and 9 scale lines. There was a deep gouge on one side and a lesser gouge on the opposite side. The gouges do not go through the barrel. The barrel is slightly bent in the same area. Probable root cause for the damage was a jam at the prep dial at the assembly operation. L2l dispatch 10440 was for a prep dial jam within the time frame of this lot. The air jet that controls the movement of the parts was repaired. H3 other text : see h.10.

Event description:
It was reported that before use of the bd insulin¿ syringe w/ bd ultra-fine¿ needle the scale was misaligned. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the scale was misaligned.